Manufacturer narrative:
Correction: device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from nov 3, 2016 to feb 28, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery device did not charge on the power module device. It was further determined that the device did not run the self-test and the red led lit up when the information button was depressed. It was further reported that there were no liquid stains found, all the indicators were still white and there were no drop damages observed. During the pre-repair diagnostics assessment, it was determined that the battery malfunctioned and was damaged. It was further determined that the red led lit up. It was further determined that the device failed for information button and self-test, charging and checking of power module in charger, function- test and for saw- test. It was reported that the event occurred before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.